Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16479, 2017865-2019-16481. It was reported that the patient experienced an infection of unknown origin and presented for total system extraction. The corner of the implantable cardioverter-defibrillator (ICD) could be seen through the skin. The patient was asymptomatic at the beginning of the procedure. The right atrial (ra) lead was removed without incident. During right ventricular (rv) lead extraction, the superior vena cava was torn, and a full code was initiated. The patient did not survive as a result, despite all attempts to help the patient. The physician did not allege that any of the issues with this patient had anything to do with device function, infection or otherwise. The rv lead was still in place, and the ICD was discarded.